Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via that they were hospitalized twice in a matter of 10 days due to a high blood glucose level. Customer stated they were on the insulin pump at the time of the incidents. The customer was not able to provide hospitalization details or blood glucose level at the time of the incident. The customer stated that one of the incidents was on (B)(6) 2020, late afternoon. The customer also had an open heart surgery. No information was provided if the surgery was related to diabetes. Troubleshooting was not fully complete. The customer did not state how they were treated in the hospital. The device will not be returned for analysis.